Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013; inratio inr: 1.3, 4.5 and 2.4. The time between testing was approx ten minutes each. Reportedly, the pt was unable to obtain sufficient blood sample and the finger was "milked" after the finger stick. Therapeutic range 2.0-3.0 for pt. There was reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation: customer was unable to obtain sufficient blood sample and was milking finger after finger stick. These may affect normal sample flow, saturation and coagulation cascade. Thus, lead to unexpected inr result. Inratio precision data provided by end-user: date: (B)(6) 2013; inratio: 1.3, 4.5, 2.4; mean: 2.73; sd: 1.63; %cv: 59.5. Since % cv is more than 20%, the test failed the criteria for precision. In-house therapeutic donor testing has been performed on reported lot 308060 on (B)(4) 2013. Results as follows: donor: 212; inratio: 1.9, 2.1, 2.0; reference: 1.84; bias threshold: 1.34 - 2.34; %cv: 5.00. Donor: 197; inratio: 1.6, 1.7, 1.7; reference: 1.66; bias threshold: 1.16 - 2.16; %cv: 3.46. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. The retain strip testing results met both accuracy and precision criteria. The product performed as expected. As reviewed on (B)(4) 2013, 9 discrepant result complaints were reported for lot # 308360 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4)) no further action is required at this time. This issue will be subject to tracking and trending.